Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned

Event description:
It was reported that the customer experienced multiple intermittent high blood glucose (bg) levels reported as "high". Cause was not known. The customer declined to provide additional information and declined to perform further troubleshooting with tandem technical support.